Event description:
Customer reported having a low blood glucose value of 76mg/dl. Pump showed 198mg/dl, while the tester showed 418mg/dl. Customer had gone for a boat ride and passed out when he went home. He did not have loss of consciousness. His wife gave him glucagon nasal spray and 2 packages of glucose since he was unresponsive. He woke up and was feeling okay with a little dizziness. After his low, the auto corrections were not working (not giving auto bolus). He had a high. The high was treated with pump and manual injection. Troubleshooting was done for the low and the high. Pump was used within 48 hours of the low and high. Smartguard was used during the low and the high. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.